Event description:
See initial report.

Manufacturer narrative:
H.10: based on investigation results, most likely root causes of the reported event can be the following: patient conditions, since he was affected by covid-19 and hypercoagulation cannot be ruled out. Surface irregularity in the blood contact pathway cannot be ruled out.

Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the lifesparc system. The incident occurred in (B)(6). The pump log file analysis was analyzed and confirmed the reported issue. Through follow-up communication livanova learned that clot was suspected. Preliminary investigation has been performed using provided pictures of the involved circuit. Results did not point out to any device related issue. A review of the DHR did not identify any correlation between device manufacturing records and the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
A covid-19 patient was placed on support with protek duo and lifesparc pump on (B)(6) 2020. Speed was maintained at 6400 rpm and flows were stable at 4 lpm for 3 days. On (B)(6) 2020 a sudden pump stop occurred. The pump could not be restarted with the primary or a secondary controller. The circuit was swapped and support continued without issue. The pump was discarded by the customer. There was no report of patient injury.